Event description:
A patient underwent revision surgery approximately three months post-operatively to address two fractured pyrenees constrained self-tapping screws at c7. This report captures the first of two pyrenees constrained self-tapping screws.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
A patient underwent revision surgery approximately three months post-operatively to address two fractured pyrenees constrained self-tapping screws at c7. This report captures the first of two pyrenees constrained self-tapping screws.